Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient lost a lot of weight and as a result the ipg has migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced. The patient lost 160 pounds which caused discomfort at the ipg site.